Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door failed. The lockbox mechanism on the side of the remote manager was temperamental and entered a cycle of repeated failures that could only be temporarily resolved through multiple key-based recovery attempts. This issue had the potential to delay patient care if it occurred during a neuroangio procedure in a critical or emergent situation. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager micro switch was faulty. A field service engineer replaced the micro switches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.